Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose level of 503 mg/dl. The customer was treated with intravenous insulin and saline, and was released from the ER 6 hours later with no permanent damage. The cause of the reported issue was unknown. Tandem technical performed a pump system checked and verified the pump functioned as intended.